Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the device would not continuously cauterize. The hospital did not report any patient complications. Maquet cardiovascular was unable to obtain any information on how the procedure was completed after multiple attempts.

Manufacturer narrative:
Investigation results: the visual inspection of the device found no non-conformities. Resistance measurements were within specifications. Functional testing connected the device to a power source (valley lab-2 generator) and a saline-soaked gauze pad was placed between the two bisector elements. Steam and sizzling could be seen coming from the bisector when power was applied. This pre-cautery test was conducted several times while extending, retracting, and rotating the bisector shaft. The result showed that steam was seen coming from the top and the bottom electrodes. The reported failure could not be confirmed. A lot history record review cannot be performed because the lot number was not provided by the hospital.